Manufacturer narrative:
The company representative examined the system and confirmed the system message reported (detent failure). The footswitch cable was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that there was no footswitch response and a system message displayed during a procedure. The case was completed using a manual technique and there was no impact to the patient.